Event description:
It was reported that during a surgical procedure, a device was connected to a generator and, when the surgeon attempted activation, there was no sealing (no evidence of energy delivery and end tones heard) and no energy delivery to tissue while the generator alarmed with a "seal cycle not complete" message and tone. The attempted sealing involved the short gastric arteries of the stomach and the omentum. No bleeding was reported, and no patient symptoms, injury, or impact were reported. The device was replaced with a new one, which worked well for the remainder of the case without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.